Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed battery out limit. The customer¿s blood glucose level was unknown at the time of the incident. The troubleshooting was performed for the battery out limit alarm. The customer reported that they got a battery out limit alert along with the issues of the insulin pump losing power without warning. Customer reported that they were able to clear the alarm. The insulin pump will not be returned for analysis.